Event description:
The customer reported that the sys would intermittently display a communication failure error message followed by a sys lock up. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The 5v on the ps1 power supply was adjusted and the generator interface board battery was replaced. The sys was tested and found to be working as intended and put back into svc.